Event description:
It was reported "one of the four extension lines of the device separated at the base of the catheter entrance into the patient. There was no consequence for the patient but major risk of gas embolism. We performed a manual clamping of the catheter, then removed the device." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "one of the four extension lines of the device separated at the base of the catheter entrance into the patient. There was no consequence for the patient but major risk of gas embolism. We performed a manual clamping of the catheter, then removed the device." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use were observed on the sample. Visual analysis revealed that the medial line 14 ga separated/cut towards the juncture hub. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, and consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc). The cut in the extension line measured 4 mm from the juncture hub. The extension line outer diameter measured 2.186 mm, which is within the specification limits of 2.13mm-2.21 mm per extension medial line 14ga extrusion product drawing. The extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm - 1.50 mm per extension medial line 14ga extrusion product drawing. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed the medial extension line was separated towards the juncture hub. The edges of the cut were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.